Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported the display dark. No patient harm reported. Patient information requested.

Manufacturer narrative:
The burn out cold cathode fluorescent lamp (ccfl) backlight causes the dim display. The determination could be made that the device failed to meet specifications. The device was being used for treatment when the reported event occurred, and there is not a relationship of the device to the reported problem.